Event description:
Customer reported that the device had a service indication and would not pass the user test. Physio-control evaluated the device and found it non-operational. It would not deliver defibrillation therapy. There was no report of pt use associated with the reported issue.

Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.